Event description:
Patient reported, left side "rupture". The device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture." The device has been explanted and replaced.

Event description:
Patient reported left side "rupture." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. As per the investigation procedure, the missing shell were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.